Manufacturer narrative:
Following the reported event, user facility personnel reattached the hose and continued to utilize the three-level manifold rack. A steris service technician inspected the three-level manifold rack and hose and found no issues with the function or operation with the equipment. The three-level manifold rack was returned to service and no additional issues have been reported.

Event description:
The user facility reported that while an employee was unloading the three-level manifold rack from their washer/disinfector, the flexible hose disconnected, and hot water ran out of the hose and contacted the employee's ankle subsequently causing a burn. The employee sought and received medical treatment (bandage).